Manufacturer narrative:
The reported field event of premature battery depletion was confirmed by analysis. The device was at end of service (eos) when received. Electrical testing revealed that the premature depletion was caused by high current draw in the hybrid. The cause of the high input current was found to be a hybrid anomaly.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the implantable cardioverter defibrillator had possible premature battery depletion as the device battery reached it's elective replacement indicator within one year of implant. The device was explanted and replaced, and the patient was discharged.